Event description:
The customer reported a falsely depressed alinity I estradiol result for a patient on the alinity I processing module. The sample was repeated after the physician questioned the result. The following data was provided for sid (B)(6). Initial result =414.5 pg/ml (1522 pmol/l) and the repeat result = 4087.8 pg/ml (15008 pmol/l). The customer uses a reportable range: follicular: 77-921 mid-cycle:140-2380 luteal:77-1145 there was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation for falsely decreased alinity I estradiol results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for the issue for the product. Device history record review did not identify any related non-conformances or deviations with the likely cause lot and complaint issue. The overall performance of alinity I estradiol reagents in the field was reviewed using data gathered through abbottlink from customers worldwide. The median population result for the complaint lot(s) are within established limits, indicating that the lot(s) are performing acceptably in the field. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information no systemic issue or deficiency of alinity I estradiol, lot number 50032ud00, was identified.

Event description:
The customer reported a falsely depressed alinity I estradiol result for a patient on the alinity I processing module. The sample was repeated after the physician questioned the result. The following data was provided for sid (B)(6). Initial result =414.5 pg/ml (1522 pmol/l) and the repeat result = 4087.8 pg/ml (15008 pmol/l). The customer uses a reportable range: follicular: 77-921. Mid-cycle:140-2380. Luteal:77-1145. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.